Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2010, at an unspecified time, the device was programmed for continuous delivery of 5fu (fluorouracil) 4gm/100ml, at a rate of "2.5ml/hr or 3ml/hr", and the delivery was started. No further programming parameters were provided. The customer contact indicated the duration of the delivery was reportedly 40 hours. After an unspecified length of time, pt returned to the physician's office. At that time, it was reported an unspecified volume of medication was remaining in the container, instead of an expected empty container. The device was removed from clinical service. The physician was notified. The remaining medication was discarded. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.26ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the manufacturing facility. A review of the history indicates on (B)(6) 2010 between 1759 and 1807, the device was programmed for continuous only delivery in ml, to deliver at a rate of 3.0ml/hr, with a 110ml container size, a 2ml air sensitivity and the delivery was started. On (B)(6) 2010 at 0000 a new date stamp was indicated. At 0534, an empty container alarm occurred, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).